Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Noise was also noted on the lead however appeared to be external in nature. Troubleshooting options were discussed. No adverse patient effects were reported.